Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed . The returned device was visually examined, and the following was observed: the crimped valve had 1 strut bent outwards at the outflow side. The valve was expanded and the bent strut was corrected. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on evaluation of the returned device and provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported ''during procedure, there was a fine failed alignment in a kinked abdominal and thoracical aorta and could not get completed. The procedure was aborted and it was tried to pull out the commander. The valve could not pulled back into the esheath and stuck in the right femoral. The system was retrieved like a single unit, however a cut down was needed because it was not possible to retract the valve back into the esheath''. Per device evaluation revealed one (1) strut bent outwards at outflow side, which may suggest excessive device manipulation during system withdrawal. Excessive force applied to manipulate the device during withdrawal can lead to the valve struts interacting with the sheath tip/shaft and/or patient's vasculature, resulting in the observed strut damage at the outflow side. As such, available information suggests that procedural factors (excessive device manipulation, withdrawal of crimped valve) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The device was returned for evaluation and an engineering evaluation was performed . The returned device was visually examined, and the following was observed: the crimped valve had 1 strut bent outwards at the outflow side. The valve was expanded and the bent strut was corrected. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on evaluation of the returned device and provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported ''during procedure, there was a fine failed alignment in a kinked abdominal and thoracical aorta and could not get completed. The procedure was aborted and it was tried to pull out the commander. The valve could not pulled back into the esheath and stuck in the right femoral. The system was retrieved like a single unit, however a cut down was needed because it was not possible to retract the valve back into the esheath''. Per device evaluation revealed one (1) strut bent outwards at outflow side, which may suggest excessive device manipulation during system withdrawal. Excessive force applied to manipulate the device during withdrawal can lead to the valve struts interacting with the sheath tip/shaft and/or patient's vasculature, resulting in the observed strut damage at the outflow side. As such, available information suggests that procedural factors (excessive device manipulation, withdrawal of crimped valve) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position. During the procedure, there was a fine alignment failure in a kinked abdominal and thoracic aorta which could not be completed. The procedure was aborted and it was attempted to pull out the commander. The valve could not be pulled back into the esheath and was stuck in the right femoral. The system was retrieved like a single unit, however a cut down was needed because it was not possible to retract the valve back into the esheath. The patient was noted to be in good conditions on ICU and discharged at home. A procedure for a later date was planned. As per medical opinion, the root cause was presumably kinking. As per the product evaluation, there was a strut of the 26mm s3u valve frame was bent outwards at outflow side.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-00119.